Event description:
A customer reported that during inspection before an unspecified therapeutic procedure it was found that the hd camera head was detached from the scope coupler (connector). The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, the reported problem of the scope detached from the coupler was confirmed, caused by a faulty locking device, which was caused by deposits on the head scope mount. In addition, scratches on the main body of the lens head, a crack in the head main body, hit marks on the connector, and evidence of water immersion in the cable and imaging were discovered. The investigation found that the operation of the free lock lever became dull due to deposits; however, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.